Manufacturer narrative:
Lot review: a review of lot # 3347598 showed that (B)(4) units were manufactured, tested, inspected and released in january 2017 citing no applicable exception documents.

Event description:
Complaint received regarding one 011-46108-02, mgt kit; lot # 3347598 (mfd. 01/17). Report states: happened on (B)(6) 2017 and was described again as the arterial line tubing detaching from the red luer closest to the transducer and detaching altogether. This patient had just come back from cardiac bypass surgery by 10 minutes and as a result the patient was without invasive blood pressure monitoring. Patient returned to baseline did not need any intervention. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3347598 showed that 400 units were manufactured, tested, inspected and released in january 2017 citing no applicable exception documents. Device return and visual analysis: received one partial used segment of list# 011-46108-02, mgt. Kit. Lot# 3347598. Only the safeset syringe was. Received five packaged 011-46108-02, mgt. Kits, lot# 3347598. Visual analysis of the "as received" 011-46108-02, mgt. Kit confirmed the red-striped tubing separated from the red luer. The qe report documents an incomplete solvent bond around the tubing. Functional testing: the five packaged 011-46108-02, mgt. Kits, lot# 3347598 were pull tested per the product specification of 6 lbf. The qe reported that all five units pulled to failure at 16.0 to 16.4 lbf. None of the bonds observed to fail. The tubing observed to tear apart before the bond to the red female luer observed to fail. A detailed analysis of the 011-46108-02, mgt. Kit reported complaints and investigation findings was performed. The engineering efforts and data analysis of this specific bonded components/subassembly identified an opportunity to implement minor enhancements to the manual bonding process for this connection (hard to soft solvent bonding). A uv adhesive bonding method was validated, qualified and implemented.

Event description:
Complaint received reporting component separation with use of one 011-46108-02 transpac monitoring kit (mgt. Kit). The initial information received reports the 011-46108-02 mgt. Kit had been pretested/primed with no issues detected at that time. Approximately six hours after placement, attending clinicians found a segment of the tubing had separated from the luer connection. The 011-46108-02 mtg. Kit was removed, replaced without incident. Ther were no reported adverse patient consequences and/or outcomes.